Event description:
A customer reported a malfunction alarm on the pump, which led to their blood glucose levels exceeding 500 mg/dl. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi). Technical support assisted the caller by providing pump reset information, and the customer successfully reset the pump, ensuring the malfunction did not recur.